Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a battery replacement procedure, the physician noticed some metallic looking scar tissue and that the physician would like the ipg to be analyzed for possible leakage. The patient was exhibiting no symptoms of reaction and the stimulator did work well when it was functioning. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during a battery replacement procedure, the physician noticed some metallic looking scar tissue and that the physician would like the ipg to be analyzed for possible leakage. The patient was exhibiting no symptoms of reaction and the stimulator did work well when it was functioning. The patient was doing well postoperatively.